Event description:
It was reported in a journal article that 2 hips in the standard-stem group sustained intra-operative femoral fractures of the calcar. The fractures were treated with cerclage wiring intraoperatively. Both fractures healed without apparent symptoms. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: country source: (B)(6). Literature source: fatih yildiz vahdet uçan, volkan ezici, orkhan aliyev, gökçER uzer & ibrahim tuncay (2021)comparison of tapered-wedge short and standard-length femoral stems in single stage bilateral direct anterior total hip arthroplasty. Https://doi.org/10.1007/s00264-021-05152-9. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.